Event description:
Ous MDR - oversensing was present on the rv channel without inappropriate therapy. The patient is a male born in (B)(6). Should additional information be received, this file will be updated.

Manufacturer narrative:
We were notify that the implant date was incorrect, it has been updated. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 33 cm distal to the df4 connector pin the lead body was found squeezed and deformed. The analysis revealed a damaged insulation in this area. In this region the coating of the conductor cable to the shock coil was damaged. The insulation damage can be considered as the root cause of oversensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, damages resulting from the extraction procedure were found on the lead. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.